Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow up report.

Event description:
The customer contacted stryker to report their device would not power on as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported issue. This device was scrapped and the customer received a replacement device.

Event description:
The customer contacted stryker to report their device would not power on as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.